Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of the device having lower rotations per minute (rpms) was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed, and it was determined that the device operated as intended; however, there was liquid (possibly water) leaking from inside the device. It was determined that when the device was opened, the motor had liquid stains on it, and it appeared to have been immersed (user error) improper handling. Therefore, the reported condition of fluid leak was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was not reaching the full 80,000 rotations per minute (rpms) speed. It was reported that the rpm would increase up to 42,000, or 53,000, and might of reached 70,000 at one point. However, the device never reached the full speed and did not sound like it normally did. It was reported that the console devices were switched out, however the problem still persisted. It was further reported that the device was broken. During in-house engineering evaluation, it was observed that the device leaked fluid. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.